Manufacturer narrative:
The customer is in the process of returning the microtip for evaluation. A supplemental MDR will be submitted upon device evaluation.

Event description:
Per the information provided, the tx2 needle came out during a percutaneous tenotomy of the common extensor tendon of the right distal triceps. There was no harm, injury or complication to the patient caused by the failure.

Manufacturer narrative:
Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, the tx2 needle came out during a percutaneous tenotomy of the common extensor tendon of the right distal triceps. There was no harm, injury or complication to the patient caused by the failure.